Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a bent plunger clamp was confirmed and not reproduced. The root cause was attributed to a damaged pusher block. The pusher block was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of a bent plunger clamp. This condition has the potential to interrupt delivery. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.